Manufacturer narrative:
Evaluation summary: the product was returned. Blood and solution is dried on the lens. Both haptics are bent in the gusset area. The optic is cut into two portions, typical of insertion and removal. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A staff nurse reported that during an intraocular lens (iol) implant procedure, a posterior capsule rupture occurred requiring that the iol be cut out and exchanged with another iol. Additional information has been requested.